Event description:
It was reported that a flogard infusion pump was observed exhibiting an f-94 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The cause of the of the f-94 alarm code was a defective power supply, which was replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.